Event description:
It was reported that during preparation, the absolute pro stent delivery system (sds) was removed from the packaging, set on the table and prior to removing the stylet, the stent was found flowered from the sds. Reportedly, the sds was in the locked position. The sds was set aside and an xpert sds was used successfully for the procedure. There was no patient involvement and there was no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.